Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, slow flow was noted following intervention with the diamondback 360 orbital atherectomy system. This was a dialysis pt with small blood vessels who was admitted with an ulcer on her foot. The physician planned to increase blood flow to this region via atherectomy. The lesion being treated was heavily calcified and was located in the anterior tibial artery which demonstrated a reference vessel diameter of 2.0-2.5mm. The physician used a 6f introducer sheath and a .014" quickcross catheter to cross the target lesion. The 1.25 oad tracked over the viperwire to the tpt without difficulty. The first run was performed at 60k rpm, the second run was at 80k rpm and the third run was at 100k rpm. At this point, the catheter bogged down and there was a "pop" from the driveshaft. The doctor noted that the control knob moved independently of the crown. When he attempted to remove the oad, the driveshaft remained lodged in the pt. He flushed the device and could move the wire, but not the oad. He gave a gentle, but firm tug and freed the oad which was successfully removed released from the body in its entirety. He then noted slow di flow, and inserted an aspiration catheter and removed some clot and other material. He subsequently attempted to reestablish flow to the foot with a balloon, but was unsuccessful. Add'l info has been requested regarding this event.

Manufacturer narrative:
The oad was returned with the original cable assembly, but the original guide wire was not returned for analysis. The initial visual and tactile examination of the handle assembly, saline sheath and dirveshaft did not reveal any damage or abnormalities that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. A 0.014" test guide wire was loaded through the device without any resistance. When tested, the device spun on high for approx thirty seconds with no abnormalities observed. There was no damage observed with the device or its components that would have contributed to the difficulties experienced during the procedure. As the original guide wire was not returned for analysis, it could not be determined whether or not it was damaged or if it contributed to the difficulties experienced during the procedure. The device was within spec and performed as intended. At the conclusion of the failure analysis investigation, the root cause of the reported event is unk. (B)(4).